Event description:
It was reported that the patient presented for a generator upgrade procedure. Prior to the procedure, it was that the right atrial (ra) lead had dislodged which was able to be confirmed via x-ray. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.